Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00361-1. This report is being submitted to relay corrected data, additional information and device evaluation. Correction: b1 is being updated from adverse event and product problem to product problem. H1 is being updated from serious injury to malfunction. The following sections are being reported: h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes was added: 4315. One (1) 30 deg taper 4.5p 2mm-4mm (30at424) was returned for investigation and one (1) 30 deg taper 4.5p 2mm-4mm (30at424) was not returned for investigation. Visual evaluation of the returned product identified signs of use. The reported event (loosening) was non-verifiable. Based on the evaluation, device malfunction (loosening) could not be verified. However, during functional testing the screw was damaged. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number 63792196. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63792196 for similar events and other 1 relevant complaint was identified. Functional testing to recreate the reported event identified that screw was identified as damaged as it was not firmly attached to the abutment. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation was missing or confusing instructions for use, the abutment screw was not torqued to specification, product was placed incorrectly, the driver feature is oversized (too wide) and/or undersized (reduced height), the clinician damages the screw surface or patient factors.

Event description:
Upon follow up, the distributor confirmed that the implants were not removed. Only the screws were removed and changed.

Event description:
It was reported that the abutments at tooth sites #24 and #25 were loose, which caused the screw to deform and could not be locked with additional force, resulting in failure, so the implants were removed.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00361. Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). Concomitant medical products: tsv4b13, imp,tsv,4.1mm,sbm,13/lot number 63799424. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.